Event description:
Report 2 of 2. Non-us event; occurred in canada. Consumer reported upon removal of a regular absorbency tampon, the pledget unraveled and broke into pieces. She manually removed any remaining pieces from her vaginal cavity. Consumer reported she called telehealth and was advised if she had symptoms to seek medical. She did not require medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.